Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when attempting to remove the needle from a patient after use of the device, the safety arm of a deltec® gripper plus® safety needle was unable to move. No injury to patient or clinician was reported.

Manufacturer narrative:
Without lot number provided, smiths medical was unable to perform a device history record review. Two used product samples were received for device evaluation. Visual inspection found the safety mechanism to be inactivated and solvent in the arm of the safety mechanism. Functional inspection was performed in order to confirm safety mechanism success. On attempt, the safety mechanism could not be successfully activated, and it was not possible to separate the arm from the base. The most probable root cause to the reported issue has been attributed to manufacturing error at the assembly process by application of excess of solvent and at the incorrect location.